Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for spinal pain. On (B)(6) 2018, it was reported that the patient was having an MRI (magnetic resonance imaging) due to a problem with the device/therapy. They were doing an MRI of the patient¿s mid-spine and lumbar-spine to check to see if something is ¿blocking or pressing on the canal or limiting the drug from passing through.¿ the event date was unknown. No patient symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.